Event description:
It was reported that a user experienced low blood glucose after announcing a meal as breakfast due to carbohydrate content, later announcing another breakfast for dessert; glucose rose to a high level and subsequently dropped, with the user treating the low with fruit snacks, and the user¿s clinician determined the pump was not suitable and requested a return and refund. Symptoms included hypoglycemia, with a lowest cgm value of 39 mg/dl and a meter reading of 46 mg/dl. Outcomes included the need for oral glucose treatment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device findings and insufficient information regarding a specific device component or problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.